Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that in the logs multiple gas loss in iabp circuit showed up, but it was due to a clinical side of the disposable. Device passed the performance and safety checks according to factory specifications. 3 gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.

Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( type of investigation ).

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas leak alarm. There was no harm reported.